Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) is experiencing overstimulation. Surgical intervention may take place at a later date. Lead device information has been requested by the manufacturer.

Manufacturer narrative:
Device information was received and added to this report.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2018-00158. Additional information received indicated the patient has 2 leads implanted. The issue is to be monitored and if needed surgical intervention may take place at a later date.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2018-00158.